Event description:
The customer reported that the insulin pump was submerged in water and it was alarming button error. The customer stated that her blood glucose went high and had to visit a hospital for a back up plan. The blood glucose reading was 389 mg/dl. The customer requested a replacement of the insulin pump. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.